Event description:
It was reported that during a sleeve gastrectomy procedure, the jaws did not open fully. Staple line opened during the procedure. Instrument cut, but did not close the staples; they came out with an open leg. The patient had a leak from the stomach. Laparotomy. Procedure prolonged by 60 minutes.